Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 55811015540, 510k # k122433 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous lumbar posterior fixation at t12-l2 due to l1 fracture. On an unknown date, post-op, screw on right side of l2 broke. Hence, a revision surgery was performed to remove the broken screw. No fragment of the broken screw remained inside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, it was first known that the implant screw had broken. After screw removal, the vertebral body collapse at l1 progressed. It was planned to perform percutaneous pedicle screw fixation at 3above-3below vertebrae (5 vertebrae) on (B)(6)2019. Moreover, one-stage or two-stage anterior fixation may be performed. As the patient is just (B)(6) years old, it was considered to use autologous bone.